Manufacturer narrative:
Service was not dispatched to the site to address this issue. Beckman coulter inc. Guided instrument troubleshooting involved performance assessments, visual evaluation and hardware corrections. These activities resolved the issue.

Event description:
A customer reported that on (B)(6) 2011, erroneously chloride results were generated from a unicel dxc 600 synchron system for multiple patient samples. Beckman coulter inc. Evaluation of customer supplied data clarified the event to the generation of erroneous sodium (na), potassium (k), cl and/or calcium (calc) for three patients. The initial assay results were reported outside of the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Instrument sodium quality assurance results were low prior to this event. Chloride and calcium quality assurance results were below customer's established specifications after the event. Beckman coulter inc. Led the customer through instrument troubleshooting. The customer cleaned the chloride electrode and port, recalibrate the instrument and assessed the sodium reference electrode for bubbles. These actions resolved the issue. The erroneous initial results were caused by the same instrument malfunction(s). After instrument troubleshooting, repeat results were generated, regarded as valid and patient reports were amended. Patient specific information and sample collection/handling information were not provided by the customer.